Event description:
Edwards received information that a 31mm mitral valve was explanted at implant. The reason for explant is due to central leakage due to poor leaflet coaptation when tested with saline test. The explanted device was replaced with a 31mm competitors valve. There were no reported complications.

Manufacturer narrative:
Leaflets not coapting. DHR review. Additional manufacturer narrative - the explanted device was not returned to manufacturer. Without return of device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The device was received for evaluation by edwards.

Manufacturer narrative:
X-ray. Device evaluation summary - as received the valve had blood and suture holes were visible on the sewing ring. There was a gap between leaflets 1 and 2 at central coaptation area. X-ray and visual examination showed that commissure 1 was slightly bent. This damage was most likely due to explant or implant. In vitro testing of the valve revealed that the device performed within specifications. Additional manufacturer narrative: this mitral valve was reportedly explanted at implant due to central leakage due to poor leaflet coaptation when tested using saline. The leakage and poor leaflet coaptation could not be duplicated during the in vitro testing. The valve appears to have been assessed by bulb syringe saline test, where in the flaccid ventricle is filled with saline using a bulb syringe after the valve is implanted. This technique is not necessarily effective for the assessment of the competency of edwards¿ pericardial bioprosthetic mitral valves. When using this test on an edwards¿ pericardial valve, mr may be encountered frequently in the absence of prosthesis dysfunction.